Event description:
My health care provider uses epic software to send prescriptions to the pharmacy. The provider submitted 9 vials of novalog for 90 days, but what was received at the pharmacy was 6 vials of humalog for 60 days. I have had this occur twice in the past 18 months with a different health care provider and different pharmacy. Something is wrong with the file once it leaves through epic software's ehr gateway and is received by the pharmacies. I would have received the wrong insulin and would not have had enough insulin for the 90 days that is required by my health insurance. I believe epic software is regulated as a medical device because it provides drop downs for medications and their uses. If not it should be regulated the same as other medical device software. I did not pick up the prescription. I had the doctor send it again to third pharmacy. I have not attempted to fill yet.